Event description:
A nurse was passing by the bedside of the baby, when she noted that the infant had self-extubated. The tube was hanging, still attached to the ventilator tubings. The pink tape used to secure the et tube was still attached to the baby's face. The baby was quiet, awake and alert. He was not having any desaturations (oxygen sats in 79), hr in 150's, and rr 39. The ventilator was not alarming when this happened. Settings:rate = 30pc = 18peep = 5sensitivity = 2insp time = 0.45 secondspressure support = 10device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.